Event description:
It is reported that in 2008, the device was removed after fusion of the knee. Exact implant date is not known.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. No prod received for eval. Also, x-rays are not available for review. Item number and the lot number of the device are not known, so device history records could not be reviewed. The cause of the problem could not be determined due to insufficient info. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.